Event description:
A vaxcel pasy mini port was placed for therapeutic purposes on 11/2004. In 2005, the port was scheduled to be explanted due to completion of chemotherapy. Upon removal, a fracture was found at the 15 centimeter mark.